Event description:
It was reported that during a da vinci hysterectomy surgical procedure that the equipment was not working properly and the wire on the fenestrated bipolar forceps instrument broke. The use of the instrument was stopped immediately. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also found the following: the instrument's distal pulley had mechanical indentations and burrs. There were indentations at the edge of the pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratch marks were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube if to recur could cause or contribute to an adverse event.